Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end, the control bar was loose, and the device was out of calibration. The bearings, spring seal, retaining ring, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery that the unit was making noises. There was no harm or injury to patient as there was no patient involvement. The date the event occurred was not communicated. Due diligence is complete. No additional information is available. After evaluation of the returned device, it was determined that the device's motor speed was out of specification.